Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly engage the stent resulting in reported mechanical jam (thumbslide failed to move) and the reported activation failure/ deployment failure; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a superficial to common femoral artery intervention, after lesion preparation, the supera 6.5x150 mm stent system was advanced to the lesion and deployment initiated. After partial deployment, strong resistance advancing the thumbslide was noted. Force was applied, but the thumbslide failed to move. During device removal, a portion of the stent deployed inside the introducer sheath; therefore, the stent and delivery system were removed by using the sheath. There was no adverse patient effect or a clinically significant delay in procedure. A supera 6.5x80 mm was implanted at the lesion without issue. No additional information was provided.